Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 08/04/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the black box data revealed records of ¿power on reset¿. On examination, the battery cap and battery compartment were intact without damage. The battery cap was evaluated and found to be within the required specifications and secured properly to the pump for investigation. On investigation, the pump successfully performed ez-prime steps. The pump was exercised for 24 hours without any interruption in power. The pump was determined to be operating within the required specifications without malfunction. The pump was opened as part of the investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the alleged power issue.